Manufacturer narrative:
The hill-rom tech found the nurse call was not turned on. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech turned on the nurse call system to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in rehab room 12. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).